Event description:
A customer observed multiple falsely elevated trop I results for pt samples tested on the eciq analyzer. The biased results were reported, but not questioned. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the customer does not follow ocd recommended testing algorithms for troponin I as described in the instructions for use. The operator did not properly verify results prior to reporting. Datalog analysis indicated the presence of condition codes while testing the samples. A field engineer performed necessary repairs to the incubator and metering systems. The root cause of the biased result is instrument-related. The root cause of the biased result being reported is user error.